Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the uretero-reno videoscope had damage to the distal end; where the rubber was peeling off. The event occurred upon receipt. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, device evaluation found that the resin portion of the image guide serpentine tube had fallen off was noted. And the bonding area of the bending rubber is chipped. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress, thermal problems like overheating, environmental problems like: temperature; dust or dirt; humidity. These causes can occur between components such as tube, circuit board; connector/coupler. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.